Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the beam started shooting directly out the end of the fiber after 45800 joules and 9 minutes of use. The procedure was completed with a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, with the potential for forward firing, confirming the reported clinical observation. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited severe charred detritus adhesion on surface. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the beam started shooting directly out the end of the fiber after 45800 joules and 9 minutes of use. The procedure was completed with a second fiber without patient complications.